Event description:
On (B)(6) 2003, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses, and was later found to have type 1b and ii endoleaks with aneurysm enlargement. The pt was also reported to have endotension, but this could not be confirmed with the available info. On (B)(6) 2008, the pt underwent another procedure. The existing devices were extended proximally and distally on both sides.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specs.